Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off while the customer slept. The customer blood glucose (bg) level was 285 (mg/dl). The customer reloaded the cartridge and delivered a correction bolus to address bg level. During troubleshooting with tandem technical support, review of the pump history confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power.